Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the impedance and threshold increases could not be conclusively determined. (B)(4).

Event description:
During a follow-up, it was noted the lead impedance and pacing threshold had increased. An x-ray revealed there was no damage to the lead or lead dislodgment; it is believed that the lead is not properly connected to the ICD. The lead will be revised and the patient is in stable condition.